Event description:
A sales rep reported on 22may2025, that the tip of the dvtx-8 np was over torqued and the tip twisted with the nipple coming off and remaining in the head of the implanted screw. It was reported that a second driver was used to implant the remaining screws and surgery was completed successfully. The surgeon reported no time delay, however, believed there is potential patient impact if the most distal screw with broken screwdriver tip may require revision.